Manufacturer narrative:
After discussion with the reporter, it was discovered that they were using gauze pads soaked in alcohol in very close proximity to the generator. This goes against the instructions for use, as flammable materials should not be used in close proximity to the generator. Per the IFU, "danger: fire/explosion hazard - do not use the a940 in the presence of flammable materials" as well as "fire/explosion hazard - the following substances will contribute to increased fire and explosion hazards in the operating room: flammable substances (such as alcohol based skin prepping agents and tinctures" and "the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times. When using electrosurgery in the same room with any of these substances or gases, prevent their accumulation or pooling under surgical drapes, or within the area where electrosurgery is performed". The root cause is determined to be user error. There was no harm to the patient. The dermatologist was superficially burned from the fire on the alcohol sourced gauze, but no treatment was needed. We are unable to obtain the device for evaluation, and we are unable to get any additional information. This should be considered the final report. However, if we identify additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "we had an event where the generator made static coming out chisma causing the gauze to catch fire, causing burns on thumb fingers in the hand of the dermatologist".